Event description:
Asku.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): tip electrode miscellaneous (non-electrical), the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), all insulators were breached cut, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant; full lead returned and analyzed. (B)(4): no anomalies found, however there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant; full lead returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant attempt the lead was deployed as seen on fluoroscopy but when the lead was tugged it easily dislodged. The lead was removed from the patients body and the lobes were visibly malformed. A second lead was given to the physician and when the helix was deployed, tension was felt by the implanter. When repositioned, the lead felt a great deal of tension building up, yet on fluoroscopy the screw was not visibly deployed. The lead was not implanted and a third lead was given to the physician which was implanted. No patient complications have been reported as a result of this event.